Event description:
The customer reported that the power-supply would not turn on and the workstation power switch was not able to be pushed. This prevented the customer from being able to boot up the system. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The interconnect cable was replaced. The system was then found to be operating as intended.